Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported upstream occlusion alarm which was reproduced during incoming testing. A review of the event history log identified upstream occlusion messages. The cause was determined to be the upstream sensor upper and lower sensor readings out of specification. The attempted calibration of the ultrasonic sensor failed and the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during patient infusion (medication, dose, programmed amount and delivery rate unknown) in the labor and delivery department. There was no known patient injury or medical intervention associated with this event. No additional information is available.